Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. A visual inspection determined that the 2/3 of the silicone boot on the cold jaw was dislocated from its original location and not returned. While we were unable to conclusively determine the root cause, this problem is consistent with an improper insertion of the tool into the cannula. Based upon the received condition of the device, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. Internal corrective action ((B)(4)) initiated for this failure mode. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vaso view hemopro was inserted into the harvesting cannula and the silicone on the jaws ripped. A replacement device was used to complete the procedure. The hospital did not report any patient effects.